Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump¿s reservoir ring was not staying on, and there was a crack at the reservoir entrance. Customer is unsure how it happened, but she has dropped the device a couple of times at work. No troubleshooting was performed, nor treatment was administered. Customer was advised to discontinue use of the insulin pump. The customer was advised that they would be receiving a replacement insulin pump and to revert to back-up plan per hcp¿s instructions. Customer was advised to return the broken insulin pump for analysis.

Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, reservoir unable to lock into place, cracked reservoir tube lip, scratched case, minor scratched lcd window and cracked select button keypad overlay.